Event description:
It was reported that the patient reports receiving no functional benefit from her cochlear implant. All external parts have been exchanged and 2 different coils were tested to make sure that the problem is implant related. Testing confirmed that the internal device has malfunctioned. In 2004 and 2006 the patient already complained about periods of intermittency in sound, which were connected with her hearing loss. The patient also experienced a crackling noise depending on her head movements. At that time, testing was monitored, but did not reveal any problem.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.